Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: an unknown broken schanz screw, along with the concomitant clamp (article 498.831), was returned to us. Unfortunately, the schanz screw could not be measured which prevented a full manufacturing order review. What could be measured indicated that the device passed specifications. The clamp was slight worn. The surface of the screw does show scratches and dents, which were likely due to wear and tear during surgery. No manufacturing related failure was found. It is likely that too much applied force or torque played a certain role in the device¿s breakage. A review of the device history records for the schanz screw could not be conducted as neither article number nor lot number were provided.. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. It is unknown when the screw broke; it was discovered during the removal procedure on (B)(6) 2016. Also on that date the additional x-rays were taken. This report is for an unknown schanz screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number of 496.xxx was provided. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the planned removal surgery of schanz screws with dual core for l1 and l3 was conducted on (B)(6) 2016.during the surgery, the surgeon found the reported schanz screws with dual core for the right side of l1 had been broken; the broken part was just under the fracture clamp. The broken schanz screw was removed successfully. Besides, the completion of the removal from the patient's body was confirmed through x-ray. No patient harm was reported. No adverse consequences were reported. This report is for an unknown schanz screw. This is report 1 of 1 for (B)(4).